Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, drawers did not open. The required medications were ativan and lorazepam. The customer stated that the malfunction caused a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers did not open. A technical support specialist dialed into the cabinet and tested the drawers with locate option. The customer confirmed that all drawers opened. The customer then tested again for the same patients, and this time the drawers worked fine. No issues were found, and the customer was able to issue medications in a timely manner. Customer confirmed that the issue was resolved. The system functioned as intended after the issue was resolved.